Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15234. It was reported that the patient presented to a follow-up in clinic experiencing phrenic nerve stimulation. Upon interrogation, it was noted that the atrial lead exhibited decreased atrial sensing and the left ventricular - lv lead exhibited loss of capture. A chest x-ray was performed and the atrial and lv leads were found to be dislodged. No intervention was performed and the patient was in stable condition.

Event description:
New information noted that the atrial and left ventricular leads were explanted and replaced. The patient was in stable condition throughout the procedure.